Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The drilling attachment device was evaluated and the reported condition that the item attached to the attachment will stop spinning when pressure applied was confirmed. An assessment was performed and it was observed that the transmission shaft of the device was broken in half, the components were worn, and the gauge was sticking. It was further determined that the device failed pretest for check the tool coupling, and check for untrue running. The assignable root cause was determined to be due to wear from normal use over time. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during a total knee surgical procedure it was observed that device that was attached the drilling attachment device would stop spinning when pressure was applied. During in-house engineering evaluation it was observed that the transmission shaft of the device was broken in half. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.